Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; therefore, the root cause of the complaint cannot be determined. As per the instructions for use (IFU) both hydropearl product and the lifepearl product have allergic reactions listed as a potential complication.

Event description:
It was reported that chemoembolization treatment was performed on a vessel in the liver. Prior to delivery of the lifepearl device, angiograms with contrast media were taken without any problems. After reaching the target vessel, the lifepearl loaded with 50 mg doxorubicin was mixed with 8 ml nacl and 8 ml contrast media. Immediately after beginning the slow injection, the patient felt warm and had a "warm head." A cool compress was put on the patient's head and a small amount of the lifepearl was injected. The patient began to move. Hydropearl was then injected to ensure the embolization was completed. At this time, the patient's blood pressure and respiration rate dropped rapidly and the patient became unconscious. Solu decortin and IV adrenalin were administered to stabilize the patient. The patient slowly began to recover. No further intervention was required.